Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead revision on (B)(6) 2020 (please see related MFR. Report#:3006705815-2020-31506 and 3006705815-2020-31507), the physician was unable to implant the new lead due to patient anatomy. The physician therefore abandoned the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.